Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 400 mg/dl. The customer was treated by manual injection in hospital. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.